Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during patient use, there was a malfunction of the display. The patient was removed from the ventilator and placed on a second ventilator. Ventilation was not interrupted. There was no harm to the patient as a result of the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during patient use, there was a malfunction of the display. The patient was removed from the ventilator and placed on a second ventilator. Ventilation was not interrupted. There was no harm to the patient as a result of the event. A service engineer (se) inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operated within the manufacturing specifications. The replaced gui pcb was returned to medtronic/covidien for further evaluation. An investigation was performed and the reported condition was confirmed. The gui display was found to be erratic.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.